Event description:
It was reported that the customer had a prime/rewind anomaly on the insulin pump. Customer stated that the pump just keeps going when she hits the act button. Customer stated that the pump is cracked. Customer was stuck in rewind complete/bolus delivery loop. Customer was advised to remove the battery for 11 minutes. Customer had a weak battery alert. Customer was assisted with setting the time/date. Customer stated that the drive support cap was coming out and they received a compromised force sensor system alarm. Customer was changing out her set when she noticed the damage next to the battery. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose/protruded drive support disk. The device had cracked case at display window corners, cracked battery tube threads, minor scratched display window, and broken reservoir tube lip.